Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of 475 bmg/dl and intermittent diabetic ketoacidosis (dka) events; cause was not known. Reportedly, a correction bolus via the pump was delivered to address bg. Additionally, it was reported that the customer experienced ongoing low bg levels of 38 mg/dl. Reportedly, low bg was due to the pump settings needing adjustment. Reportedly, customer consumed soda and glucose tablet to address bg level. Tandem technical support instructed the customer to consult with healthcare provider if the low bg reoccurs.